Event description:
Customer reported via phone call to have unexplained high blood glucose. Customer inquired on types of infusion sets as customer states that infusion set used was coming off. Customer's blood glucose ranged from 202 mg/dl to 410 mg/dl. During troubleshooting, insulin pump passed high pressure test. Customer was advised to contact healthcare professional regarding unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.